Event description:
Drill broke during surgery. "Part of the drill stayed in the pt's mouth and was impossible to get out because of the special quality of the pt's bone." Exact date unk. One person affected.